Event description:
New information received notes lead was explanted. Patient was stable for discharge post procedure.

Event description:
It was reported from the field that the patient received inappropriate therapy due to oversensing and high pli on the p/s portion of the lead. Lead fracture was suspected. The p/s portion of the lead was capped. The defib portion remains active.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.